Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to battery power was confirmed via the log files. The associated heartmate 3 system controller, serial number (B)(6), log file was reviewed, and timestamps spanned approximately 1 day (19:08:14 on (B)(6) 2025 to 11:26:39 on (B)(6) 2025). Throughout the log file, intermittent low power advisory alarms not associated with routine battery depletion were active while connected to battery power. These alarms occurred as the voltages briefly dropped on the black and white power cables and cleared as the voltages returned to normal. At 19:09:17 on (B)(6) 2025, a low power advisory alarm escalated into low power hazard and power cable disconnect alarms as the black power cable¿s voltage dropped while the white power cable's voltage had already been lower than expected. During this time, the black power cable¿s bus voltage was found to be lower than expected. On (B)(6) 2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range throughout the log file. The returned battery clip, lot number: 10753270, was functionally tested with the returned system controller, 14v battery, and mock circulatory loop with no issues observed or atypical alarms produced. The test battery was manipulated by hand within the returned clip, and a brief low voltage alarm was observed. The 14v battery clip was deconstructed, and it was revealed that fluid ingress was present. No other issues were observed. The provided information stated that the intermittent low voltage alarms resolved after the modular cable, system controller, and 14v battery clips had been exchanged. The root cause of the reported low voltage alarms was could not be conclusively determined; however, the observed fluid ingress could have contributed to the reported event. The relevant sections of the device history records for the heartmate 14v li-ion battery clips, lot number: 10753270, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit, must be kept dry at all times and that the patient must never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states, ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors, while showering, or outdoors in heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including low voltage alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to clinic with intermittent low voltage advisory alarms while on batteries and the mobile power unit at home. The battery clips were switched out the backup set and the alarms continued. Alarming was noted while on wall power in the clinic. After multiple troubleshooting efforts, the alarming resolved with the modular cable, system controller, and battery clip exchange. It was noted that after exchanging the battery clips and the system controller, the alarms continued. The patient returned to the clinic on (B)(6) 2025 with continued low voltage alarms while on new battery clips and fully charged batteries. The patient was experiencing intermittent no external power alarms while connected to the batteries in the clinic. The patient was attached to an ungrounded patient cable and the alarms resolved. Log files were submitted for review and captured low voltage events throughout the log while using battery power. There were no external power alarms. It was noted that low voltage alarms are likely unrelated to the driveline and using a non-grounded patient cable would make no difference in these types of alarms. Exchanging the faulty battery clips and batteries resolved the issue.